Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. There were bilateral iliac aneurysms and the diameters were reported as 4.5 cm and 3.2 cm. The vessels were severely tortuous with mild calcification. After the placement of the bifurcated stent graft and contralateral limb; the final angiogram showed that the hypogastric artery was occluded by the stent graft (MFR 2953200-2011-00161). The physician successfully cannulated the hypogastric artery and implanted a 5 x 17 balloon expandable stent. Liia revascularized. It was also reported that the physician made a comment that there may be a type IV endoleak in the ipsilateral stent graft limb. (MFR 2953200-2011-00162). The physician added an aneurx iliac limb and the type IV endoleak was resolved. No clinical sequelae were reported, the pt is fine.

Manufacturer narrative:
(B)(4): evaluation results and conclusion: (tortuous iliacs), (endoleak).